Manufacturer narrative:
The lvad pump where the deposits in the outflow connecting set were seen (B)(4), was in use for 125 day at the time of the event (from (B)(6) 2021 to (B)(6) 2022).

Event description:
Berlin heart was notified on (B)(6) 2022 that a patient implanted in an lvad configuration developed left limb weakness, slurred speech, and facial drooping. The symptoms resolved within 60 minutes of onset. The patient returned to baseline neurological status in 60 minutes. A head CT scan was obtained that showed no acute abnormality. Thrombi were noted in the outflow connector set. The pump and connector set were changed. No other treatment was needed at the time. Anticoagulation treatment was within therapeutic range.